Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the reporter: the client reports that the device broke during utilization; the surgeon removed the two fragments from the abdomen. No pt injury was reported. No additional info available at this time.